Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a2: age and date of birth unknown / not provided a3: patient sex unknown / not provided a4: weight unknown / not provided b3: date of event unknown / not provided d4: lot number unknown / not provided it is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The doctor called in to report a fractured screw. The screw was removed from the implant. No further information was provided.